Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator, that the pump stopped abruptly, resulting in the pt's sister hand pumping while her husband called for an ambulance. Upon arrival to the hospital, the patient was placed on pneumatic support using an ip console and stroke volume limiter (svl). A decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.